Event description:
This complaint is involved in a lawsuit, ""(B)(6) v. International medical devices.. Et al." "(B)(6)was added to the lawsuit on 08/24/2023. International medical device's was made aware of this addition and complaint on 09/27/2023. Events were discovered when lawsuit ""(B)(6) plaintiff vs international medical devices.. Et al" was provided to the quality team. "(B)(6) was implanted with the penuma implant on august 25, 2021. The patient states that after implantation he experienced pain, curvature, and implant protrusion. The patient had the implant removed in "(B)(6) 2021. After removal, the patient states he experienced swelling, loss of sensation, nerve damage, numbness, curvature, loss of length, pain, scarring, erectile dysfunction, shortening, and depression.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain," "lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity," "penile shortening" and "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists pain, penile curvature, loss of sensation, and erectile dysfunction as anticipated adverse events. It also lists implant extrusion as a potential device deficiency. The instructions for use state that pain and implant extrusion as anticipated complications. Pain and swelling are both anticipated adverse events with any surgical procedure. The patient has a "history of progressive erectile dysfunction over most of his life" as denoted in his medical records on "(B)(6) 2020. At this time, the patient medical records record his chief complaint as "inadequacy of penile erection." He had also undergone a scrotal web surgery that was incorrectly completed in 2018 by another surgeon. It was also recorded on "(B)(6) 2020, that the patient was recommended by the physician to consider a scrotoplasty, and on "(B)(6) 2020 was recommended to consider repeating his scrotal web surgery and sexual counseling as well as other options. It is also noted within the patients past medical/surgical history that he has been diagnosed with depression. The patient had the device implanted on "(B)(6) 2021, and the physician noted on "(B)(6) 2021 that the patient did not have any swelling, ecchymosis, or seroma/hematoma. He also noted that the patient had a "good cosmetic result" where the implant was centered, no signs of malrotation, and no signs of stitch erosion. On "(B)(6) 2021, the patient noted that his pain was "well-controlled" and "healing well." The patient had reported a slight curvature, to which the physician examined and determined that the implant was centered. It is also noted that the patient's previous circumcision had some irregularities associated with it, and that these were discussed and shown to the patient. The patient first expressed unhappiness with the implant on "(B)(6) 2021. He expressed pain and desired removal of the implant. The physician investigated the penis and noted that the implant did not appear infected, that it was centered, and the skin was slightly thin/narrowing that may be corresponding to tenderness. The patient had the implant removed on "(B)(6) 2021. On "(B)(6) 2021, it is noted that the patient was "manipulating his penis to try to reduce scar tissue." Additionally, the physician performed a physical exam to which he noted, "the scrotal incision healed perfectly. The patient had normal sensation. Cosmetically, the penis appears normal." The patient's reported complaints were reported in their medical history prior to the implantation of the device including: erectile dysfunction, depression, and difficulties with erections. Additionally, the patient had multiple prior surgeries to the suprapubic region that had recorded abnormalities and had been manipulating his penis. Finally, each complaint the patient reported are known complications and were explicitly communicated and acknowledged by the patient as potential adverse events prior to undergoing both implantation and explantation. The root cause can be attributed to pre-existing health conditions, user error, and inherent risk of procedure.